Manufacturer narrative:
The pump passed the displacement test, rewind and basic occlusion test. There was no motor error alarm noted during testing. The pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.